Event description:
A peritoneal dialysis (pd) nurse reported a patient on pd therapy previously had peritonitis in (B)(6) 2022. There were no reported issues with any fresenius products that caused or contributed to the reported event. Additional follow-up was performed with the patient¿s pd nurse who stated on (B)(6) 2022 the patient had fungal peritonitis, characterized by abdominal pain. Pd culture results are treatment details were not provided as the nurse stated there was limited chart information for this event. However, the nurse indicated the patient had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis for renal replacement needs. The patient recovered from the peritonitis event. Since, the patient has resumed pd treatments via placement of a new pd catheter (not a fresenius product). The nurse indicated there were no reported fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse stated that the pd culture was updated to no mold growth after the culture incubation period. Therefore, the nurse stated the cause of the peritonitis was inconclusive/unknown.